Event description:
Additional information was received that the source of the infection was reported as infective endocarditis; however, it is unknown if the infection was confirmed or if cultures were taken on the lead. In addition, the cause of death was unable to be verified due to patient confidentiality. The physician did not feel that the patient's death was related to the lead or to the procedure to explant the lead.

Manufacturer narrative:
Attempts to obtain additional information are currently being made. Once the investigation is completed, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through the receipt of a patient verification card that the patient with this right ventricular (rv) lead developed an infection that resulted in growth on the lead. The rv lead was explanted along with the associated competitor's device. However, the patient developed other medical complications and subsequently died from pneumonia. At this time, the lead has not been returned.